Event description:
1/2 inch x 1/2 inch neurosponges were used. Three sponges had problems with the strings. 1 - detached from the string, 2 - string broke, 3 - string frayed. All pieces retrieved. Lot number was removed from stock and materials management notified.